Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data and determined that the acid clean routine had been performed prior to the discordant result being obtained. Siemens healthcare diagnostics has confirmed that in isolated cases when ecrea is processed immediately after the weekly automated acid clean routine during probe test, there is the remote potential for an elevation of greater than 15 percent in the ecrea result. While siemens understands that customers routinely run quality control (qc) after system maintenance, it is particularly important to run ecrea qc after the probe test to identify a potential elevated ecrea result. Customers in the united states were sent urgent medical device correction (umdc) vs-17-01.a.us and customers outside the united states were sent urgent field safety notice (ufsn) vs-17-01.a.ous in march 2017. The umdc and ufsn are entitled "elevated enzymatic creatinine (ecrea) results following dimension vista acid clean (acln) routine." The umdc and ufsn explain the issue, the risk to health, and the actions to be taken by the customer.

Event description:
A discordant, falsely elevated enzymatic creatinine (ecrea) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated four times on the same instrument and three times on an alternate dimension vista, all resulting lower than the initial result. A repeat result from the alternate dimension vista instrument was reported to the physician(s).